Event description:
The customer reported erroneous sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results, for one patient, involving the unicel dxc 800 synchron system. The customer obtained initial results of: 151 mmol/l (sodium), 4.5 mmol/l (potassium), 115 mmol/l (chloride), and 27 mmol/l (co2) on one sample. Repeat analysis recovered results of: 136 mmol/l (sodium), 4.0 mmol/l (potassium), 106 mmol/l (chloride) and 23 mmol/l (co2). The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer indicated controls and calibrations were within specifications. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) adjusted the alignment of the probe to the electrolyte injection cup (eic) and verified system performance. The customer reported the instrument continued to have similar issues on (B)(6) 2012, but no erroneous results were generated. The fse replaced the carbon bridge and sample probe to resolve the issue. System performance was verified. The instrument conformed to the manufacturer's published performance specifications. Quality control was within the laboratory's acceptable ranges prior to and after the event.